Event description:
It was reported that during a laparoscopic hernia repair procedure, the needle broke when passed through the sub-cutaneous tissue during the anchoring of a trocar in the abdomen. Needle fragments were visualized by x-ray, and removed from the patient via extension of the incision. Surgical delay consisted of 40 minutes.